Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of h. Pylori infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the lips with 1 syringe of juvéderm® vollure¿ xc and in the chin with 1 syringe of juvéderm® voluma¿ xc. The patient experienced ¿helicobacter pylori¿ and the lips ¿swelled.¿ the patient was treated with antibiotics and steroids. The lip had a ¿granuloma, likely inflammatory, swollen, hot and red, painful¿ and the ¿palpable nodules¿ were ¿firm.¿ biopsy was not provided. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00600 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® vollure¿ xc.